Event description:
Biorci interference screw broke during soft tissue repair. The surgeon removed a part of the broken piece and used another biorci screw to complete surgery. A starter was not used, however, the use of a starter is required in the instructions for use.